Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device, appeared to exhibit an accelerated rate of battery depletion and was explanted and replaced. It has been requested the device be returned for laboratory analysis to confirm if the battery rate was per manufacturer recommendations. Another bsc device was implanted and no resulting adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device, appeared to exhibit an accelerated rate of battery depletion and was explanted and replaced. It has been requested the device be returned for laboratory analysis to confirm if the battery rate was per manufacturer recommendations. Another bsc device was implanted and no resulting adverse effects reported.